Manufacturer narrative:
An event of spontaneous rupture of the prosthesis pocket with consecutive prosthesis insufficiency was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2012, a 23mm trifecta valve was implanted. On an unknown date, spontaneous rupture of the prosthesis pocket with consecutive severe prosthesis insufficiency was observed; negative for evidence of endocarditis. On (B)(6) 2021, the valve was explanted and a new unknown manufacturer valve was successfully implanted. The patient was reported to be in stable condition. No further information was available.